Manufacturer narrative:
Device 2 of 3: cev625-1 (lot # 201202mf6) - manufacturing date: february 2012. Device 3 of 3: cev10195r (lot # 201202mf5) - manufacturing date: february 2012. The device (part # cev649-5b) was evaluated and indicated that presence of collisions on the sheath. Probably due to collisions. The device (part # cev625-1) was evaluated and indicated that the pin between the traction wire and the jaw was broken. No manufacturing defect was observed. The breakage was due to excessive tightening or use with a tube that was not completely screwed on. The device (part # cev10195r) was evaluated and no problem was observed. The instrument was in accordance with the MFR's specifications. (B)(6). Note: this MDR is being filed as a result of an internal review of complaints from medtronic's mxi facility in (B)(4). This review was conducted to resolve several issues discovered in the mxi complaint handling process. Issues resolved include the misclassification of devices returned for repair, as well as gaps in reporting. Mxi CAPA (B)(4) was opened to address these issues. (B)(4).

Event description:
Three devices (part # cev649-5b, cev625-1, cev10195r) were returned to mxi service and repair.